Event description:
The user facility reported that the wire of the sphincterotome broke during the procedure. The procedure was completed with a similar, but different device. The user facility was contacted several times both by phone and in writing to obtain add'l info regarding this report, however, no add'l info was received. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a broken sphincterotome wire. The damage was consistent with that caused by excessive current. This report is being filed as an MDR in an abundance of caution.